Event description:
It was reported that the sterile package was not vacuumed. No further information is available at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product found the packaging meets the standards of inspection criteria. Review of the device history record(s) identified no deviations or anomalies during manufacturing. No product failure was found as the products are within specifications. No further investigation or action is required after review. This complaint will be considered not reportable as there was no device problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.